Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a very heavily calcified lesion in the very tortuous mid diagonal coronary artery. A 2.0x8mm mini vision rx bare metal stent (bms) system was advanced, but failed to cross the lesion due to patient anatomy and, though no force was applied, the proximal shaft kinked. The stent system was withdrawn without resistance, but the shaft separated (snapped into two pieces) at the kink area during withdrawal. The lesion was then dilated with a 2.0x8mm non-abbott balloon followed by additional attempts to cross the lesion with other unspecified stent system; no other stent systems were able to cross the lesion due to patient anatomy, so the procedure was aborted. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.